Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date procedure name is artificial joint replacement surgery. Procedure date is unknown. The following information was requested, but unavailable: please provide lot number. No further information is available. Please clarify if the ""other product with another lot"" used after the 3rd time the issue happened is also an ethicon product. If yes please provide product code and lot number no further information is available. How was procedure successfully completed? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m. Events reported in 2210968-2021-10192 and 2210968-2021-10193.

Event description:
It was reported that a patient underwent an unknown artificial joint replacement on an unknown date and suture was used. During the procedure, the suture detached from the needle while sewing the fascia. No adverse patient consequences were reported. Additional information was requested.